Manufacturer narrative:
Additional information: safety assessed that the event was not related to antiplatelets, but possibly related to index device. Correction: it was stated that the dissection was not caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onxy drug eluting stent was implanted in the lad. A dissection occurred in the target vessel, the lad, during the procedure which was treated with the implantation of another medtronic stent. Patient recovered. Investigator assessed event is causally related to procedure and not related to device or anti platelets..